Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. The testing found that the reported damages were confirmed on the monitor. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system was cracked and the display was distorted. The distortion was that brightness was low. There was no patient present when this issue was identified. No additional information was provided.